Manufacturer narrative:
(B)(4). The event is currently under investigation. Supplemental report will be submitted upon completion.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013 at (B)(6)". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided. Additional information received january 30, 2017: it is alleged in the pending lawsuit that pt suffers from vena cava perforation, the inability to retrieve the device, and other: straightening of hook during removal attempt.

Manufacturer narrative:
Report being filed to correct event type, outcomes, and report date.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013 at (B)(6)". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided. Additional information received january 30, 2017: it is alleged in the pending lawsuit that pt suffers from vena cava perforation, the inability to retrieve the device, and other: straightening of hook during removal attempt.

Manufacturer narrative:
Correction(s): from adverse event to adverse event product problem. Device code desc: added difficult to remove. Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, diff. Retrieve, migration, fracture, embedded'. Cook will reopen its investigation if further information is received. It is unknown if the reported embedment is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Patient received a cook gunther tulip filter for postpartum ivc and right gonadal vein thrombosis. On (B)(6) 2014 the plaintiff underwent an unsuccessful filter retrieval attempt.; plaintiff alleges the filter is embedded.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product malfunction, description - date of attempted retrieval, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 03/08/2016 and is as follows: patient alleges that a cook gunther tulip filter was placed via the jugular vein on (B)(6) 2013 for dvt (post-partum ivc and right ovarian/gonadal vein thrombosis). Patient alleges that outcomes attributed to the device include: migration, fracture, and device embedded. Patient alleges one unsuccessful attempt to retrieve the device on (B)(6) 2014. Patient alleges that retrieval was scheduled as it was time to retrieve the temporary filter but since the filter was embedded, the attempt was unsuccessful.

Manufacturer narrative:
(B)(4). According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that [pt] received a cook gunther tulip filter on (B)(6) 2013. It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided. Additional information received january 30, 2017: it is alleged in the pending lawsuit that pt suffers from vena cava perforation, the inability to retrieve the device, and other: straightening of hook during removal attempt.

Manufacturer narrative:
William cook europe initially reported event under MFR report # 3002808486-2015-00171. New information was received identifying that the product was a cook inc. Manufactured device. An updated emdr report was submitted under cook inc. MFR report # 1820334-2016-00162, follow up #1. This was in reference to william cook europe MFR report # 3002808486-2015-00171. Cook is now submitting an initial report to correct this issue. Investigation- no information regarding the event was provided to assist with the investigation. The investigation was based on the information received to date, and are closing the report until further information is received for investigation. It is impossible to comment on alleged injuries no evidence to suggest a device failure. No conclusion could be drawn.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013 at the (B)(6) ". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Investigation- no information regarding the event was provided to assist with the investigation. The investigation was based on the information received to date, and are closing the report until further information is received for investigation. It is impossible to comment on alleged injuries no evidence to suggest a device failure. No conclusion could be drawn.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013 at the (B)(6) medical center, (B)(6)". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.